Manufacturer narrative:
Additional information received: the branch manager responded to them that the obstruction could have been caused by any of the following. Blocked exhalation port, no postmortem respiration or mucus plugging in the cannula. Listed as the reason for using the device is intractable epilepsy, severe respiratory failure. Further good faith efforts and information gathering are required to disposition device cause and/or contribution to the patient harms incurred. The patient passed away due to respiratory arrest was reviewed by the pms clinical expert. This event is assessed as possibly related to the product problem with the device, use error, use of the device.

Manufacturer narrative:
The device was returned to the manufacturer's service center and evaluation and testing completed. The reported issue was not duplicated during an operational check. Upon checking the error log, the record of "obstruction" alarm occurring was observed, however, there were no errors indicating abnormalities of the device. Testing and inspection were completed and confirmed that there were no abnormalities. It was determined there were no abnormalities of the device and the issue was caused by an external factor. Final testing, battery check, valve check, run in tests and cleaning confirmed the unit operated properly.

Event description:
The manufacturer received information indicating a patient on ventilation therapy using a trilogy evo ventilator has died. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Based on available information at this time, the customer reported the patient went to bed on (B)(6) 2025 at 22:00. At 01:00 on (B)(6) 2025 the obstruction alarm occurred, and the patient was transported by ambulance due to their breaths stopping. The patient passed away due to respiratory arrest. On (B)(6) at around 08:30, the police department's criminal investigation action division contacted the call center. They inquired about the conditions under which the obstruction alarm was triggered at the time of the patient¿s death. The branch manager responded to them that the obstruction could have been caused by any of the following: blocked exhalation port, no postmortem respiration or mucus plugging in the cannula. This is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death.